Event description:
A complaint of high readings was received on a customer's freestyle flash meter. The customer obtained a reading of 68 mg/dl compared to a laboratory reading of 10 mg/dl. When plotting the readings of a parkes error grid the results fall in the c' zone showing the difference to be clinically signigicant. The tests were performed within a ten minute timeframe.